Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was using a 16 fr silicone foley catheter. The problem that they were having was with removal. The patient ended up going to their community urologist and returning with a latex catheter in place, which they have no problem removing and replacing. Customer had experience with the ribbed silicone catheter being hard to remove if they put too much traction as they were removing the water from the balloon. It created a suction. They saw that on the package instructions, and they showed it to the nurse and described an experience they had with this. If want to proceed with asking medical department which catheters were recommended for suprapubic use in long term catheter patients, customer would still appreciate that info. However, they might have solved this one. Customer asked any possibilities of stocking 16fr 5cc bard#0165l16 foley catheter, the current catheter stocked on 172 1b had small, ribbed areas and they had to send 2 veterans out to have foley catheter (supra-pubic) changed outside the (B)(6). Per additional information received via email on 19dec2024, it was reported that the 76year old male patient with suprapubic catheter. Due to difficulty in removal of the device, they was sent back to an outpatient urology appointment at (B)(6) urology where a different catheter was placed, bard 0165l16 at the outpatient urology office. And the nurse caregivers in the community living center unit where the patient resides were unaware of the specific instructions of the silicone catheter to allow the balloon to release the water on its own and over time. They were pulling back firmly on it, the way the latex catheters function. They had been made aware of these instructions.

Event description:
It was reported that customer was using a 16 fr silicone foley catheter. The problem that they were having was with removal. The patient ended up going to their community urologist and returning with a latex catheter in place, which they have no problem removing and replacing. Customer had experience with the ribbed silicone catheter being hard to remove if they put too much traction as they were removing the water from the balloon. It created a suction. They saw that on the package instructions, and they showed it to the nurse and described an experience they had with this. If want to proceed with asking medical department which catheters were recommended for suprapubic use in long term catheter patients, customer would still appreciate that info. However, they might have solved this one. Customer asked any possibilities of stocking 16fr 5cc bard#0165l16 foley catheter, the current catheter stocked on 172 1b had small, ribbed areas and they had to send 2 veterans out to have foley catheter (supra-pubic) changed outside the va. Per additional information received via email on 19dec2024, it was reported that the 76year old male patient with suprapubic catheter. Due to difficulty in removal of the device, they was sent back to an outpatient urology appointment at parkview urology where a different catheter was placed, bard 0165l16 at the outpatient urology office. And the nurse caregivers in the community living center unit where the patient resides were unaware of the specific instructions of the silicone catheter to allow the balloon to release the water on its own and over time. They were pulling back firmly on it, the way the latex catheters function. They had been made aware of these instructions.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local state, and federal laws and regulations. Cautions: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Cautions: do not aspirate urine through drainage funnel wall. Storage: store catheter at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re- seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Correction: a. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.